Event description:
The IV tubing was primed and clamped. Clear primary tubing with lactation ringer, amber tubing with 4 gm magnesium. Scanned pt band and identified pt, had nurse double verify pt, order, and medication. Hung medication in alaris pump. Magnesium in a chamber and lactated ringers in b chamber. Piggybacked magnesium tubing into lr primary tubing and connected to pt IV access after flushing for patency. Amber tubing still clamped. Unclamped lr primary tubing and activated b chamber and began running lr at 76 per md order. Pt complained of feeling hot. Did set of vitals and assessed pt at that time. Pt. Stated sensation was relieved after 3-5 mins. Went to begin magnesium bolus and saw that magnesium bag was empty. A chamber was still inactive and amber IV tubing was clamped. Removed tubing from patient and pump from room at this time. The assistant nurse manager removed the tubing from patient's IV site, placed a 250 ml bag of lactated ringer's solution (lr) on the magnesium tubing, noted that the fluid was coming straight out of bag into tubing with the tubing still clamped into the alaris machine, and the roller clamp shut, and the pump chamber off. The physician was notified, ordered for continue monitoring of patient for any complaints, clinical changes. The alaris pump, with the tubing still connected was placed in a plastic bag, labeled as not working, and a work order was placed for biomed. The patient was monitored, vital signs done every hour, maintenance magnesium infusion started, patient denied any further sensation of heat, and denied any other complaints.